Event description:
Olympus resection electrode, loop 24 fr. (Ref (B)(4), lot # p16x0001, exp 09/30/2021). The loop broke upon insertion into the uterus. This was the third time an olympus loop broke with normal use within two weeks at this facility. The pt was reported to the MFR which initiated a voluntary recall. The other incidences were not reported to the website. The loop was completely lost during the first incident. The surgeon examined the uterine cavity carefully with a hysteroscope to find the loop. It was never found. In the other incidences, including this one, the loop was covered.